Event description:
It was reported that the patient presented to the emergency room with a large hematoma around the device pocket. The hematoma was leaking through the incision, and the implantable cardioverter defibrillator was subsequently explanted due to a pocket infection. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An interrogation of the device revealed it was above the elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and a review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.